Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and no issues were identified. Customer replaced pump supplies and resumed insulin delivery. No reported adverse impact to the customer blood glucose.